Manufacturer narrative:
It was later confirmed the lens is broken and no further information is available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Further assessment of the device found the marking/ laser inscription is flaking/faded, the meniscus on lens loosened, image out of focus. Lastly, the optical system dirty/foreign particles. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive/frequent use and/or unsuited/inappropriate handling and/or the apply of external force by fall, impact or shock. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, had broken components. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.